Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported poor image quality. No pt injury was reported.